Event description:
It was reported that left ventricular (lv) lead fractured. It was further noted the patient recalled, approximately one month prior to identifying the fractured lead, a pop was felt after raising the arm. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.